Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: corrosion on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was linked to component failure. Based on the results of the investigation, it is likely the following led to the malfunction: the poor image was due to cable failure that caused a communication failure and the corroded cable was due to a degradation problem. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during an unspecified therapeutic procedure. The procedure was completed using a similar device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor quality image. There were no reports of patient harm.